Manufacturer narrative:
Patient ID: (B)(6). Initial reporter: study name: (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was implanted into the patient during a pelvic floor repair procedure with uphold lite including apical vault suspension, and cystocele repair procedure performed on (B)(6) 2016. The procedure was completed without complications. According to the complainant, on (B)(6) 2019, the patient experienced urinary tract infection. She was treated with metronidazole and the event has not yet resolved. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the index procedure, possibly related to the mesh, and possibly related to the delivery device.